Event description:
The complainant reported a patient was implanted with an impella cp device for mechanical circulatory support. It was reported that when connecting the impella cp optical with aic, the message "connect gray cable" appeared. The team attempted to troubleshoot by aic replacement, but found that they needed to replace the pump. The second pump was successfully placed. No patient harm or injury reported.

Manufacturer narrative:
The device was received for evaluation. The returned pump was connected to a console and pump sn (B)(6) initiated without issue. Case start was prompted to begin. The pump performed as indicated. The root cause of the pump not detected could not be determined.